Manufacturer narrative:
Other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was experiencing issues with the monitor freezing. A manufacturer representative went on-site and checked out the system. It was noted that when turning on the system, it worked fine. The representative went into the patient information and that checked out. When they went back in the software, they noted that the mouse stopped working, the screen froze, and the monitor went blank stating "no video input". The representative turned the system on and off again and the system booted up after a brief moment. It was noted that troubleshooting included re-seating the cables, checking the cables for damage, and restarting the system. There was no patient present when this issue was identified.